Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with cefazolin (dose, route, and frequency not reported) for peritonitis. Two days after admission, the patient was discharged from the hospital. Sixteen days after event onset, the cefazolin was discontinued. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.